Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs1495 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that review x-ray with ir consultant showed misplaced PICC with what appeared to be a wire coming from the tip of the PICC (foreign body). Advised to get patient to return for linogram and screening. Patient contacted and attended rph x-ray patient's screened and confirmed initial thoughts.